Manufacturer narrative:
The pump received with blank display due to moisture damage electronic assembly. The pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Analysis was unable to verify battery out of limit due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 275 mg/dl. The customer states the pump is not working and holding moisture inside. The moisture is found near the battery compartment, due to perspiration. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.